Event description:
While wearing the external equipment, the patient reportedly was unable to obtain lock with the cochlear implant. External equipment was exchanged. However, the problem was not resolved. In 2005, the patient was seen at the center for evaluation. Testing performed revealed that the device was not functional. 5 days later, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device was scheduled.